Event description:
A technician from the home healthcare company reported that, "nurse called on 9/20/07 at about 0830. She stated that while patient was connected to ventilator, the ventilator stopped giving breath. She indicated that the vent went silent and stopped delivering breath. She stated that at the time she looked at the vent and all the lights were on, but there was not an audible alarm. She immediately took patient off vent and placed him on the back up vent. She called shortly after incident. The vent was then exchanged". No allegation of vent malfunction causing patient harm. Inop alarm was not activated.